Event description:
It was reported that the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Unit is failing the leak test. It is unknown whether patient was involved. No harm is reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Due to characterization limit e1 event site name: st josephs hospital health center updated fields: b4,d9,e1(initial reporter, event site telephone, event site email),d5,e2,e3,g3,g6,g7,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11 corrected fields:b5,b6,b7,d10,g2,h6(health effect impact codes, component code) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check by customer that the cardiosave hybrid intra aortic balloon pump (iabp) malfunctioned. Unit is failing the leak test. No patient was involved